Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a flashing white display and a constant beeping sound. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to frozen display. Unable to download history files and traces using thump and carelink due to flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and force sensor. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Flashing white display was confirmed during analysis [due to moisture damage on the pcba 1 and pcba 2. Audio anomaly was confirmed due to moisture damage pcba 1. Cosmetic damage was not confirmed at the lcd window screen, however, other cosmetic damages were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump screen was cracked after it bumped to door knob accidentally. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and there was damage to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1884 was requested and customer returned the device.